Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to rising thresholds since lead was not in an optimal location. A new lead was implanted. No additional adverse patient effects were reported.